Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprints were spoofed multiple times. A field service engineer reseated the connections and wires and tested the voltage, which was good. All settings were working properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, several employees experienced repeated fingerprint spoofing messages prior to successful login. The users reported that their fingerprints were spoofed multiple times. Troubleshooting steps were attempted, including cleaning the fingerprint sensor and the users¿ fingers; however, the issue persisted. There were no delay or adverse events or injuries reported based on this event.